Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: therapy date: unknown; unk m2a head, unk m2a cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01579, 0001825034-2020-01580.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty on an unknown date. The patient states he has been diagnosed with elevated crco numbers that are 5 times higher than what they should be. It was also noted that he is scheduled for an MRI and possible revision. Attempts have been made and no further information has been provided.